Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 390 mg/dl while wearing the pod between 4 and 24 hours. The patient reports receiving a communication error while wearing the pod. Once at the hospital the patient was treated with intravenous fluids and monitored. The patient was at the hospital for 3.5 hours.